Manufacturer narrative:
The pump was received with a button error alarm and an intermittent button response due to the corroded keypad traces. It was noted during the visual inspection that there was no moisture damage found on the electronics, motor, battery tube, and vibrator assembly. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a cracked belt clip slot.

Event description:
The customer's parent reported via phone call that the customer had jumped into the pool with the pump on and received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.